Event description:
Healthcare professional reported the valve was removed due a paravalvular leak as seen on an echo. The explanted valve was stored dry for one week by the micro biology dept. Valve was replaced with a hancock ii t505. Valve was implanted for 3 months.